Event description:
It was reported that during the procedure to implant the implantable neurostimulator following a successful trial, the ins could not be connected with the tined lead. Several attempts were made. The surgeon was experienced with this procedure and an event like this had never been observed before. The ins was replaced with a new, different ins and that ins worked well. There were no problems when inserting the lead into the connector header. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
Additional review determined conclusion code (B)(4) no longer applies. Additional review determined method codes (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.